Event description:
Clinical trial. It was reported that 557 days after a coronary stenting treatment procedure, the patient required a target vessel reintervention (tvr). The patient presented with an acute myocardial infarction. The lesion being treated in the index procedure was located in an unk vessel. The physician treated the lesion with successful placement of an unk size express2 stent. At 557 days after the index procedure, the patient experienced in-stent restenosis that was treated with pci, and placement of a drug eluting stent, with good results. The event was resolved with no complications, and the patient was discharged the following day. Additional information has been requested, but not received at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.